Event description:
Medical device failure hospital: (B)(6). Device: acetabular liner by smith nephew 16hm036133 right redapt femoral standard offset sleeveless stem 16htm0017, right cobalt chrome 12/14, taper femoral head smith & nephew 16km09726, right 12/14 16jm17391 right. Dr (B)(6) performed an elected hip surfer upon a (B)(6) female. He used smith & nephew devices that led to deadly infection when stem subsided and she suffered dislocated hip when hip ball fell out of cup/socket I have concluded a thorough review of the medical records. Blood. Workup: (B)(6) she had temp with high white blood count and crp (inflammation test she should never had surgery. She clearly had an infection. On (B)(6), day after surgery her glucose levels were high. Her kidney functions are high (B)(6). She complained of severe pain. But "what caused pain" surgery history she was scheduled for a total hip replacement. It included removal of "stem" and hip cup and head. Her hip was maintained by two wires placed by dr. (B)(6) of (B)(6). In the (B)(6) surgery they removed the wires leaving her hip prone to dislocation. The stem replacement included a stem much longer than required and that used in the former surgery by dr. (B)(6) . In fact they stretched her "femoral canal from 10 to 15" but since they could not remove the cement plug placed by dr. (B)(6) 20 years ago, they kept it in. So her stem is not protected. Somehow during surgery, she loss 2 pints of blood. She suffered a fracture of middiaphysis of the right femur. But they did not disclose that to her. Post op on (B)(6), she continued to complain of pain. Another x-ray was performed and it also shows fracture. Trochanter fracture fragments throughout the leg. They discharged her to kh with ttwb status - toe touch weight bearing, fully aware that she would never have full use of her right leg, that she was prone to fractures and dislocation. On (B)(6), (B)(6) brought her to (B)(6) complaining of pain and a fracture. (B)(6) sent her back home under the pretense that her "fracture was already present in the 1016 xray impression and interpretation. Acetabular liner by smith & nephew 16hm036133 installed (B)(6) 2017, cobalt chrome 12/14 taper femoral head smith & nephew 16km09726 16jm17391 (right).